Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the atw45 stapler would not staple, but cut the tissue. The surgeon put some overstitches to close the tissue. The device was discarded.